Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. Customer reported that there ER visit for their high blood glucose last (B)(6) 2014. Customer's blood glucose was 600 mg/dl. Customer stated she was sick and kidneys were in pain. Customer was not in an accident and was not wearing the insulin pump during the ER visit. Customer stated that she was off the insulin pump for couple of days. Customer stated that she was treated with fluids and insulin drip. No further information provided.